Event description:
Home health care nurse made a home skilled nursing visit to change a 24 hour antibiotic IV bag being administered via a curlin pump (1 dose every 8 hours with a "to keep open rate between the doses). She made changes to the settings with the help of the vendor pharmacist and then left the home. Several hours later the patient called the home health care supervisor to report his pump was alarming. The nurse returned to the home to assess the pump and discovered all 3 doses had infused over 3 hours instead of over 24 hours. Our investigation revealed that there was a miscommunication between the pharmacist and the nurse when she changed the bag during her earlier visit. The pumps are customarily set up and programmed in the vendor pharmacy and checked by 2 pharmacists before they are delivered to the home. Staff does not alter programming in the home, but instead verifies the settings. When the rn and pharmacist were speaking earlier neither of them realized the nurse had entered the programming module and that she had changed the settings incorrectly. The volume was to be infused at 47 ml/hr x 1 hour, then 0.2ml per hour for 7 hours (to keep open), and then repeat the sequence twice more. The nurse misunderstood and programmed the pump for 47 ml/hr continuous, thereby administering all 3 doses in 3 hours instead of 24 hours. It is my understanding that other vendors have safeguards in place to prevent inadvertent programming changes (i.e. A key, an undisclosed pin number, etc.).